Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly and the pull wire was not retracted. The embolization coil was intact with the pusher assembly and undamaged. The pusher assembly was bent approximately 59.0, 65.0, and 80.0 cm from the hub and kinked approximately 70.0 cm from the hub. Coagulated blood was present on the embolization coil and along the length of the introducer sheath. The introducer sheath was returned on the pusher assembly in a reverse orientation of the intended placement. The smart coil was unable to be advanced through its introducer sheath. The coagulated blood was unable to be flushed from the introducer sheath. Conclusions: evaluation of the returned smart coils revealed kinked pusher assemblies. The first smart coil was able to be advanced through its sheath with moderate resistance but was unable to be advanced through a demonstration microcatheter. The second smart coil was unable to be advanced through its introducer sheath. If the devices are advanced against resistance, damage such as kinks and bends may occur. Further evaluation revealed coagulated blood on the embolization coil and pusher assembly of both devices. The reported complaint mentioned that continuous flush and rotating hemostasis valve (rhv) were not used during the procedure. If continuous flush and an rhv are not used, blood may backflow through the microcatheter and coagulate on the device. Blood coagulating on the device may contribute to the resistance experienced during the procedure and inability to advance the device through the microcatheter. Further evaluation revealed bends and kinks along the length of the devices. Based on the return condition and the reported complaint, some of the bends and kinks were likely incidental to the complaint and may have occurred during packaging for return to penumbra. In addition, the pet lock was found broken on the second smart coil. The embolization coil was returned intact with the pusher assembly, therefore, the broken pet lock was likely incidental to the reported complaint and may have occurred due to handling after the procedure or during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01711.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using penumbra smart coils (smart coils). It was noted that the patient's anatomy was mildly calcified and tortuous. During the procedure, the physician successfully placed a smart coil and another coil using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil through the middle of the microcatheter and, therefore, the smart coil was removed. The physician then attempted to place another smart coil, however the same resistance was felt. It was reported that the pusher assemblies of the smart coils were slightly kinked. The procedure was therefore completed using new coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-01711.